Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical unit can't generate any output. The issue occurred during preparation for use of the device. There were no reports of patient harm.

Event description:
The issue occured during an unspecified procedure that was completed with a similar device. The patient was under anesthesia and there was a delay reported. However, failure did not impact the patient or the outcome, nor medical intervention was required.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen (18) years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.